Event description:
Ivc legal received information stating the consumer was allegedly found with her head lodged between the invacare side rails and a bantex air mattress. The consumer could not be revived and expired.

Manufacturer narrative:
As part of invacare's on going efforts to prevent entrapment, a bed rail entrapment risk notification guide part no (B)(4) is provided on the invacare website for consumers and care givers to fully read and understand. Within the guide is this notice: "special note - for your convenience, the april 2010 version of the FDA's bed safety guidelines are provided in this section. The information from the FDA's brochure, published by hospital bed safety workgroup, is reproduced verbatim, the latest revision of which is available at http://www.FDA.gov." The FDA has identified 7 potential entrapment zones. The consumer was found in zone 3 between the rail and the mattress. The head was entrapped. The position of the rails was not provided by the reporter. The type of rails is unknown. The articulation of the bed was not provided by the reporter. The mattress was a non-invacare mattress. It was a bantex mattress. Invacare does not recommended using non-invacare mattresses with invacare beds. The size of the gap between the bantex mattress and invacare rails was not provided by the reporter.